Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. H3 other text : device was not returned.

Event description:
During procedure, an intellanav mifi open-irrigated catheter was selected for use. It was reported that there was a hole noted at the hub of the catheter tubing, resulting in temperature errors on the metriq pump. The catheter was replaced with another intellanav mifi open-irrigated catheter and the procedure was completed successfully. No patient complications were reported. It was further reported that the error on metriq was a high temp error. The physician then noticed the tubing had a hole in it by the transition to the connecting hub.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
During procedure, an intellanav mifi open-irrigated catheter was selected for use. It was reported that there was a hole noted at the hub of the catheter tubing, resulting in temperature errors on the metriq pump. The catheter was replaced with another intellanav mifi open-irrigated catheter and the procedure was completed successfully. No patient complications were reported.